Event description:
Edwards received notification of a Sapien M3 procedure in mitral position where the patient died a few days after her index procedure. The Clinical Specialist said that the patient was very sick and already hospitalized prior to the procedure. Post procedure the patient was still sick, and refused to take any medication or eat. Post procedure, HALT was found on the Sapien M3, with a gradient of 9. A few days post procedure, the patient was found unresponsive and pulseless following dialysis and subsequently died; the cause of death was not reported.

Manufacturer narrative:
D4- UDI unable to fit in field: (b)(4).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.